Manufacturer narrative:
(B)(4). The sample has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: customer states, "do not measure 1" (1/8th inch too short); needles do not penetrate deep enough, thin walled; when pull out of patients, needles are bent; patient have developed cellulitis as a result. Some have gone to urgent care for follow up treatment. Some have returned to prime pediatrics. They have been prescribed antibiotics."